Event description:
Unomedical reference number (B)(4). Event occurred in colombia . It was reported that patient experienced an issue with the infusion set. It was mentioned that infusion set infusion set tubing was detaching from the location site. The infusion set was attached to the abdomen. The pump was located/worn in the right pocket in relation to the site. The detachment occurred at the site location. The infusion set had been in use for 1 day. No further information available.